Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extra vascular lead. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ten days post implant the patient received inappropriate shocks due to p-wave oversensing on the extravascular (ev) lead. Additionally, an alert triggered due to oversensing with noise. The sensing vector was reprogrammed and the wavelet vector was updated for a better match. Isometric movement and cardiac activity was done post to make sure no additional oversensing was observed. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient that their device is "defective" and "not functioning properly". The device has been turned off. The oversensing has also continued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.